Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were sticking and squirted insulin while priming as well as reservoir had leaking insulin smell from insulin pump. Customer¿s blood glucose level was unknown. Customer stated that the rejected new batteries, no insulin delivery alarm and loud grinding while rewinding the insulin pump. The devices will not be returned for analysis.